Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the underside of the surface looked mis-shaped and wouldn¿t sit into the tibia. Another surface of the same size was opened and implanted with no issues.

Manufacturer narrative:
(B)(4). (UDI): (B)(4). Concomitant medical products: medical product: catalog #: 00598004701, stemmed tibial component precoat size 5, lot # 64091845, catalog #: 00599601652, femoral component option, lot # 63897707, catalog #: 00598801215, stem extension straight, lot # 63716175. Reported event was considered confirmed based on the visual evaluation of the returned part and the photos provided. Device history record was reviewed and no discrepancies were found. As the dovetail is flared and compressed, this is an indication of misalignment between the insert and the implant. The root cause is attributed to use error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.